Manufacturer narrative:
Product analysis: the analyzer was returned for service and failed the incoming functional test. The analyzer was found to be defective and was replaced. It was also determined at analysis that the battery was depleted. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced electrocardiogram (ECG) noise even after ECG cable was replaced. The printer was not working well and the keyboard hinge was broken. The radiofrequency (rf) anti-slip layer was also noted to be missing. The programmer and radio frequency head were returned into service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.